Event description:
Patient undergoing robotic hysterectomy. At the beginning of the case, the uterine manipulator malfunctioned and the balloon would not inflate. Another uterine manipulator functioned as expected.